Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat the ramus artery. After the first pre-dilation with a mini trek balloon dilatation catheter (bdc), they unscrewed the indeflator from the hub of 1.5 x 15 mm mini trek bdc and started to remove the balloon. The guiding catheter and floppy guide wire were left inside the patient. Without any extra force used, the hub broke from the shaft. A non-abbott bdc was used for the subsequent dilatations. There was no clinically significant delay in the procedure and there was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.